Event description:
Patient had open trauma to head with craniotomy 3 months ago. Received cefazolin 1 gm twice on day of surgery. Discharged to rehab 9 days after procedure without bone flap and required to wear a helmet for protection. Patient returned to or recently to have a cranioplasty using a custom made synthes bone flap. Received one dose of cefazolin 2 gram prior to surgery. Discharged home two days later. Approximately 1 week after being discharged, the patient noticed the left side of his face/head became more "swollen," and erythematous. He reported that he began to feel nauseated and ran a temperature at home of 102 f. His eye became swollen, the incision hurt and was tender to touch. A submandibular lymph node also was painful to palpation. Non contrast CT showed a 1 cm epidural collection of isodense fluid, and a 2 cm of subgaleal hypodense fluid. Patient returned to surgery within a few days for removal of the prosthetic flap, plates and screws due to infection. (Culture and sensitivity when patient returned for surgery was positive for staph aureus). Discharged home three days later to continue on ampicillin/sulbactam three grams IV every six hours for total of 4 weeks IV then discontinue.synthes bone flap was provided preoperatively to facility unsterile. Sterilized by our central services by manufacturer's recommendations with all sterility parameters of autoclave load checked and verified.